Event description:
It was reported that balloon blade damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation on three sites at 10 atmospheres. Complete dilation was obtained at all sites, but due to the severity of the calcification, the stent was not implanted. There was no resistance when removing the device, but it was found that one of the blades was detached 5mm from the front as it was barely attached to the balloon. It was completely removed from the body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. It was found that approximately 8mm of the proximal end of one blade and pad had lifted distally from the balloon material. The remaining 12mm of the blade and pad remained fully bonded to the balloon material. All other blades were intact and fully bonded to the balloon material. There were no issues found on the balloon, tip, markerbands, or shaft of the device.

Event description:
It was reported that balloon blade damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation on three sites at 10 atmospheres. Complete dilation was obtained at all sites, but due to the severity of the calcification, the stent was not implanted. There was no resistance when removing the device, but it was found that one of the blades was detached 5mm from the front as it was barely attached to the balloon. It was completely removed from the body. No patient complications were reported.